Manufacturer narrative:
The device was returned and evaluated. Additional findings include the following: due to wear of angle wire, bending angle in up direction and the play of up/down knob was out of the standard value; adhesive on bending section cover had a chip, crack, and white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; suction connector was dirty due to water leakage; and the following device components had a scratch: plastic distal end cover, connecting tube, switch 1, universal cord, protector of universal cord on suction connector side, and the objective lens. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the actual product was not sent, based on the suggested event, the possible cause was a failure of the image sensor unit, internal board of the video connector, or a failure of the system side. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a scope error code e315. The event occurred during inspection for use of a diagnostic procedure. There was no patient harm associated with the event.